Event description:
Device malfunction: guide wire separated during the procedure. Time of malfunction: during the procedure in 2006. Symptoms/ae: surgical removal of the separated piece of guide wire. Time of symptoms/ae: during the procedure on the event date. It was reported that in treating a popliteal lesion the physician noted that prior to the guidewire separating, the stent was not adequately opposed to the vessel wall. The spartacore guide wire broke into two pieces when trying to remove it from the patient. A snare device was unsuccessful in trying to remove the separated piece and the patient was sent to surgery. When removing the guide wire through a small incision the stent came out with the separated piece of guide wire. No additional information was available.

Manufacturer narrative:
During processing of this complaint, quality assurance attempted to obtain complete event information, including pt information and pt status from the hospital, field contact or distributor. The acculink stent is being filed under MFR report #3004742046-2006.